Event description:
It was reported that the patient with this previously capped implantable lead had exhibited pocket infection. Reportedly, the patient presented to the hospital with drainage from the site. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. In addition, this previously capped lead remained capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).